Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: a promus element plus, mr, ous 2.50 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. No other issues noted

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified right coronary artery. A 2.50x28mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. However, after withdrawal of the stent, the tip of the stent structs were lifted. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified right coronary artery. A 2.50x28mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. However, after withdrawal of the stent, the tip of the stent structs were lifted. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.